Manufacturer narrative:
The investigation for the gastrointestinal (gi) bleed has been completed. Pump was not returned for investigation. As per the clinical information, the patient experienced a gi bleed which is not related to impella. Therefore, the root cause of the vascular damage issue was not determined since relation between impella and gi bleed is unknown. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support and during support, the patient developed a gastrointestinal bleed (gib). Heparin was reduced and staff was concerned for clots. The pump was explanted the following day. The patient survived the event.